Event description:
The abbott freestyle libre 2 plus continuous glucose monitoring sensor has failed twice in the last 2 weeks. My mom is the user/patient. One malfunctioned on (B)(6) 2025, the second on (B)(6) 2025. I contacted abbott regarding the incident on (B)(6) 2025 and they have requested the item returned. We had to quickly react to ensure that the patient was adequately monitored and replaced the cgm. Pt code: 4582. Device code: 2588. Ref report: mw5177778.